Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes that appears to be undersensed and there are observations of noise on the right ventricular (rv) channel. Additionally, there was a change in morphology. It was noted that the patient was getting dialysis at the time. Technical services discussed programming options. Subsequently, the patient underwent defibrillation threshold (dft) testing, and the device was re-programmed. At this time, the ICD system remains in service. No additional adverse patient effects were reported.